Event description:
Freestyle lite strips not giving correct readings. The readings can vary 30 to 60 points compared to one touch and on call express strips. It gives false safeguards to diabetic people. I called the company twice. They sent me the control solution to test. They showed within range. I called them again last week. They insisted the strips and monitor ok. But, I can feel the hyperglycemia and hypoglycemia. I checked with the aforesaid two different monitors and strips. They have about the same reading. They can be 30 to 60 points different. I still have a few of the strips left. Please investigate. The freestyle lite strips lot 1026861, code 16, exp date: 08/31/2019. (B)(6).